Event description:
Olympus found that the following info was appeared in the journal (B)(4) "transcatheter arterial embolization was effective for a case of delayed bleeding after endoscopic sphincterotomy". The physician performed the endoscopic sphincterotomy (est) to the pt using the psd-20. When endoscopic retrograde cholangiopancreatography (ercp) was performed a week later, since the est opening was found bleeding, transcatheter arterial embolization (tae) was performed to stop bleeding. However, since bleeding continued, the physician performed second tae. The bleeding was not observed thereafter, and the pt was discharged.

Manufacturer narrative:
There is no mention indicating the failure of the device in the literature. As olympus investigated complaints and repair history for the user facility, nothing info regarding the reported event was found. The cause of the reported event could not be determined, but the pt's constitution led to the potential for this event. This report is being submitted as a medical device report in an abundance of caution.